Event description:
It was reported that during a ptca/stent procedure two stents were successfully implanted; one in the diagonal artery and one in the obtuse marginal artery. The pt was given integrilin and left the cath lab in stable condition. The pt returned to the cath lab the following day experiencing chest pain. Angiography revealed the stent in the diagonal artery was occluded with thrombus. A balloon catheter was used to re-open the stent and the pt left the cath lab in stable condition. Two days later the pt returned to the cath lab experiencing chest pain. Angiography revealed both the diagonal artery and the obtuse marginal artery were occluded with thrombus. A balloon catheter was used to re-open the stents. Reportedly, the pt is recovering.